Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation and historical data, it is likely the following led to the malfunction: probable causes of the alleged failure no image on screen is due to foggy/hazy image. The most probable cause of this complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovidescope exhibited no image on the screen. There were no reports of patient harm.